Event description:
Pt called alleging that the meter would not count down after the apply sample icon appears and blood is applied. Meter is a new meter (out of box). Pt applied enough blood on the test strips and is using the correct technique. Pt did not seek medical attention or call md. Pt retested with customer service and meter still does not power on. Customer service is unable to resolve the issue and is sending pt a new meter.